Manufacturer narrative:
(B)(4).

Event description:
The physician was using a total across catheter to treat a lesion below the knee with calcification. No abnormalities were noted during preparation and inspection of the total across device prior to use. The device was being used with a 6fr (11cm) introducer sheath (is) and a whisper guide wire (gw)(300mm). The is and gw were inspected prior to use with no issues noted. Difficulty was encountered advancing the total across over the gw. Using ipsilateral and anterograde approach the physician inserted the total across catheter but couldn't continue to advance through the lesion because the tip broke, so the device was removed with difficulty. No force was used during advancement of the total across to the lesion. There were no complications; another guide wire from other brand was used. No patient injury or other sequelae reported for this event.

Manufacturer narrative:
Photo image review: one photograph of the device was sent to the manufacturing facility for review. From the review of the image provided, it is possible to note the tip missing in the distal part of the laser cut hypotube showing the polyimide tube underneath.